Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode and returning it within specified time, and advised customer to program pump settings and reconnect continuous glucose monitor to replacement device.